Event description:
The customer provided additional information that confirmation testing with pcr generated positive results.

Manufacturer narrative:
This report is being submitted to correct the following fields of the initial report. Please see corrected fields: b3, c, d2, d3, g1, g4, g6 and h2. The date provided in b3 is an approximate date, as the true date of occurrence was not provided in the initial intake.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 147266 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 /195-261 lot 147266 and test base part number 195-430h / lot 141431a. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 147266 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.

Event description:
The user reported false negative results with the binaxnow covid-19 antigen self test for three (3) test. This MFR. Report addresses test 3 of 3. The user reported a false negative result with the binaxnow covid-19 antigen self test. The user states she performed 3 binaxnow covid-19 antigen self test. Two (2) of the test generated negative results and one (1) generated positive results. The user states she is currently positive and is currently in quarantine. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.